Event description:
It was reported that following replacement surgery, the patient experienced some discomfort from the device site. After three months, the device was moved from the right side to the left side. The patient had done very well afterwards and was voiding fine without having to perform self-catheterization.

Manufacturer narrative:
(B)(4). Late MDR filed due to implementation of process improvement.